Manufacturer narrative:
The investigation for the reported priming issue has been completed. The returned pump was visually inspected. No kink was observed in cannula or catheter. There were also no biomaterials or broken impella blades. Pump and purge cassette were connected to aic for testing. Purge testing reproduction was performed. The pump purged normally. No issue was found. The root cause was technique/use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a priming issue with the impella cp. The priming did not proceed due to an error in the purge fluid. Although the staff replaced the purge set, it did not improve. There was no outflow of purge fluid from the tip of impella. The patient was reportedly stable.